Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and a thrombus was immediately noted on the wds. The closure device met all release criteria and was successfully implanted in the laa of the patient. The physician then attempted to aspirate the thrombus using the was. 300cc of the patient's blood was removed during the process, but the thrombus remained. The procedure was ended and the patient was admitted to the hospital with a head computed tomography procedure planned. There were no other complications that were reported to have occurred. It was further reported that the patient was stable and discharged from the hospital. Transesophageal echocardiogram (tee) imaging was performed before they were discharged which still showed thrombus in the laa. The patient was discharged on 10mc eliquis and will follow up with physician at a future date.

Manufacturer narrative:
H6: impact codes - f2303 medication required code added.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and a thrombus was immediately noted on the wds. The closure device met all release criteria and was successfully implanted in the laa of the patient. The physician then attempted to aspirate the thrombus using the was. 300cc of the patient's blood was removed during the process, but the thrombus remained. The procedure was ended and the patient was admitted to the hospital with a head computed tomography procedure planned. There were no other complications that were reported to have occurred. It was further reported that the patient was stable and discharged from the hospital. Transesophageal echocardiogram (tee) imaging was performed before they were discharged which still showed thrombus in the laa. The patient was discharged on 10mc eliquis and will follow up with physician at a future date.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and a thrombus was immediately noted on the wds. The closure device met all release criteria and was successfully implanted in the laa of the patient. The physician then attempted to aspirate the thrombus using the was. 300cc of the patient's blood was removed during the process, but the thrombus remained. The procedure was ended and the patient was admitted to the hospital with a head computed tomography procedure planned. There were no other complications that were reported to have occurred.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient, and a thrombus was immediately noted on the wds. The closure device met all release criteria and was successfully implanted in the laa of the patient. The physician then attempted to aspirate the thrombus using the was. 300cc of the patient's blood was removed during the process, but the thrombus remained. The procedure was ended and the patient was admitted to the hospital with a head computed tomography procedure planned. There were no other complications that were reported to have occurred. It was further reported that the patient was stable and discharged from the hospital. Transesophageal echocardiogram (tee) imaging was performed before they were discharged which still showed thrombus in the laa. The patient was discharged on 10mc eliquis and will follow up with physician at a future date.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.